Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram and the 15-day post-operative CT showed the presence of a type ia endoleak due to implantation of an aortic body stent graft size with a smaller diameter than the vessel treatment range and in the presence of significant angulation. Together, these conditions most likely resulted in incomplete apposition of the sealing rings to the aortic wall. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
(B)(4). Remains implanted.